Manufacturer narrative:
Investigation: one set of blood bags with the filter from the collection set was returned for evaluation. The leukoreduction filter was tested for flow rate and air leaks. A slow flow rate of 4ml/min was noted, and it was confirmed there were no air leaks. The filter was disassembled to observe the appearance of filter membranes and noticed creases in the filter membranes of the filter. The creases in the filter were not different from those in conforming products and in the filter membranes. Aggregation was observed and white blood cells were found accumulated in some of the filter membranes. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. Shipping testing was performed on the reserve samples from the reported lot number. The reserve samples were also visually examined, and the solution volume and solution composition were tested with no abnormalities noted. All product conformed to the established specification. Retained samples of this lot number were visually examined with no abnormalities noted. Solution volume and solution composition testing was performed on the retained sets. The results confirmed with in-house standards. Root cause: we control to maintain cationization levels above a certain level during the production of filter membranes in order to prevent from leukocyte leakage. Where a cationization level is high, filtration rate is likely to be low. For the purpose of preventing leukocyte leakage, the instructions for use of the product state "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood" and also "clamp the blood filled tubing before blood enters the filter". The above-mentioned investigation results revealed that there were no abnormalities in the manufacturing record and the testing and inspection record of the reported lot number. The returned filter also revealed no abnormalities in themselves. We noticed that filter membranes were locally dyed dark with toluidine blue. Therefore, occlusion may have occurred and blood may have been filtered by the filter area which was smaller than usual and the linear speed (flow rate per unit area) increased, and then leukocyte leakage occurred. Aggregation was observed in the filter membranes. We therefore infer that excessive aggregates in the donation bag flowed into the filter after the start of filtration and caused clogging in the inflow side of the filter layers. There is also a possibility that the blood may have been separated in the donation bag and the separated blood did not disappear even after being agitated prior to filtration. As a result, the blood with high flow resistance flowed into the filters and occluded the inflow side of the filter layers; therefore, leukocyte leakage may have occurred by the increase in the linear speed due to occlusion in the areas with aggregation.

Event description:
The customer reported hemolysis (red tinged plasma) in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).